Manufacturer narrative:
Submit date: 11/9/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that the hydrogel remains stuck to the plastic when the user tries to peel off the electrode for use.

Manufacturer narrative:
The device history record (DHR) for the production lot number was reviewed for any problems and disparities. A DHR review provides information that could reveal any unusual circumstances that may have led to the issues at hand. All process parameters, product, raw materials, and sub-assembly components met the required acceptance criteria to completely satisfy the manufacturing requirements per the product specification. No adverse conditions, special circumstances, or events were documented that may have led to the gel delamination and/or skin irritation. Raw material records were reviewed as well and all acceptance criteria were met. The uv dosage outputs for curing the hydrogel bodies were within the proper range. Three samples were received from the customer for evaluation at the plant. Three open electrode pouches were also provided (electrodes were not contained within the pouches). Upon visual inspection of the electrode pad sets it was noted that a small portion of the gel was missing/lifted from the substrate alone the edge on some of the electrodes. In set one both pads within the set exhibited gel delamination. In the other two sets at least one pad per set exhibited gel delamination with the other pad fully intact. The delamination did not extend into the silver printed area on any of the electrode sets, and the delamination did not include conductive mat area. The degree of delamination on the electrode sets was evaluated as part of the investigation. The degree of gel separation/delamination was determined be between 1 and 1.5% (98.5%-99.0% of gel remained intact). Based on the complaint description provided and the investigation gel delamination described by the customer could not be confirmed as related to the manufacturing process therefor a root cause could not be determined. Based upon the investigative details and the root cause evaluation, no further corrective or preventative actions will be taken at this time in relation to the exhibited delamination. We will continue to trend this defect for future occurrences as part of the complaint review process.